Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was booting up to a black screen. Analysis noted there was an overheat message in the device log, the upper display hinge was broken and cracked, the system fan was noisy, the lower case was for the wrong model of programmer. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was booting to a black screen. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.